Event description:
It was reported that the 9600 emi system locked up during a case. The system had to be rebooted and the procedure was completed without further incident. While the doctor was making exposures the x-ray tech was simultaneously saving images. Also, the customer was unable to retrieve the images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep was unable to duplicate the problem. The system operates as intended.